Event description:
It was reported that a stardrive screwdriver shaft tip stripped when implanting a zero-p screw. The procedure was completed with no reported patient harm.

Manufacturer narrative:
(B)(4): device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record of the part 03.617.902 lot 8118666 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the stardrive screwdriver shaft t8 (03.617.902 lot 8118666) is utilized in the zero-p system for screw insertion and final tightening. For final tightening, a 1.2 nm torque limiting attachment is required according to the technique guide, which cautions: ¿if the torque limiting attachment is not used, breakage of the driver may occur and could potentially increase risk to the patient¿ (technique guide j8566-g) the top-level drawing for the instrument was reviewed: se_091800 revision d. The materials and specifications were reviewed and are adequate for the device's intended use. The device was received under the complaint condition ¿does not/will not function: stripped¿. The returned instrument was examined under magnification and the failure mode was confirmed. The tip was stripped and twisted in the clockwise direction, indicating that the driver was stripped while tightening a screw. In the zero-p system, a 1.2 nm torque limiting attachment is utilized for final tightening to ensure the screws are securely locked into the implant and that they are not over torqued. In this instance, it is likely that the driver was utilized without the torque limiting attachment, which allowed an excessive amount of force be applied during screw tightening which exceeded the material characteristics of the driver. As the returned instrument was damaged, the complaint is confirmed. The star drive screwdriver shaft t8 was received with a stripped and twisted tip. This failure mode is most often associated with the application of excessive torque. It is likely that the device was used without a torque limiting attachment while inserting the screws. Therefore the root cause is related to method of use (application of excessive torque), rather than a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.